Event description:
Event description guidant received information that this chronic implantable transvenous defibrillation lead measured increased rate/sense impedances and stimulation thresholds. Sensing had decreased, as well. A guidant technical services consultant recommended follow-up.